Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7072910/7072932. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 25981986.

Event description:
It was reported that the patients ipg was showing through the incision. The patient underwent an explant procedure wherein all devices were removed and not returned.